Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument fractured and a piece was left in the patient. There is no plan to remove the piece that remains in-situ. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An inserter was returned and evaluated against the complaint. Visual inspection confirmed the threads of the inserter to be fractured. The base of the shaft was heavily dented from being struck with a blunt object. The strike plate exhibited dings and scuffs consistent with a multiple use instrument. Dimensional analysis found the average hardness of the shaft to be within specifications. Fracture analysis of the instrument identified artifacts consistent with failure due to bending overload of the distal tip. The potential field age of the device was determined to be approximately 7 years. It is unknown how many times the device was used during this field life. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the fracture can be attributed to bending overload of the distal tip, likely a result of wear across the 7 year field life of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.